Event description:
It was reported that during the implant procedure, the pulse generator had difficulty accepting the atrial lead. The physician cut a portion of the lead adjacent to the connector pin and it was successfully connected. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.